Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected absence of alarm during normal use. Blood glucose level at the time of the incident was unknown. The customer was advised that the insulin pump would be replaced. The product will be returned for analysis.

Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Formatted history file analysis confirmed the pump had expected low battery alarm and off no power alarm greater than 7 days. The insert battery alarm functions properly when the test battery was removed. No unexpected battery type alarms/anomalies noted during testing. Unit had minor scratched display window, damage (scratched) display window cover, scratched case, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay at the select button and a cracked retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.